Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at (B)(4).

Event description:
A us distributor contacted zoll on (B)(6) 2015 to report that a patient experienced a defibrillation event consisting of 8 treatments delivered between 08:29:12 - 09:21:23 am on (B)(6) 2015. The first treatment was an inappropriate defibrillation. Nsvt at 170 bpm contributed to the false detection. The following seven treatments were appropriate and delivered while the patient was in vt at 160-200bpm. The final treatment converted the rhythm from vt to nsvt before a non-treatable rhythm was detected. The patient was at the hospital at the time and a nurse was present. The patient ended use of the lifevest.